Event description:
It was reported that the error 240.4150 observed in error log, and the door latch with keypad was faulty. There was no patient involvement.

Event description:
It was reported that the error 240.4150 observed in error log, and the door latch with keypad was faulty. There was no reported patient involvement.

Manufacturer narrative:
Device evaluated by bd service and not returned to manufacturing facility for evaluation. A review of the complaint history record was performed for the sn (B)(4) which did not confirm similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 26jan2016. The review was performed from the date of manufacture to the present date 02mar2021. A review of the device history record for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Device manufacture date: unknown.

Event description:
It was reported that missed during pm but on arrival at depot it was found that it needs a bezel recall. I have cancelled all the depot pm and created depot work orders. There was no reported patient involvement.